Event description:
The device was being used for its intended purpose in accordance with the manufacturer's instructions. During the setting up of the endo flip it gave as inaccurate readings, and it will not push through the next step.